Event description:
The customer reported that the workstation screens intermittently blank out, thereby losing the live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cales leading to the image processor. The system operates as intended.